Event description:
It was reported that one day post-implant, at the post-operative check, this right ventricular (rv) lead exhibited intermittent t-wave oversensing. The lead was found to be dislodged and was successfully repositioned. No additional adverse patient effects were reported outside of the re-intervention. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.